Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injections (2g in one bag, route not reported) and imipenem (500mg once daily for seven days, route not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.